Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stent implantation procedure using the stent sepx-8-6-40-135 protege rx to treat 95% stenosis due to plaque in the mid common carotid artery, deployment issues occurred and the device was unable to deploy. The lesion was pre-dilated with a 4-30 balloon. A non-medtronic sheath and a 5mm spider fx embolic protection device/guidewire were used. There was little tortuosity and calcification at the lesion site. No resistance was encountered during delivery, and the device was prepped according to instructions with no issues identified. The lock-pin was removed after reaching the lesion. The device was safely removed from the patient; the stent struts were exposed/visible on removal. No vessel damage was reported. When the doctor released the stent, part of it was exposed, but further release was not possible. After removal, the same part of the stent remained exposed. The procedure was completed by replacing the product with a new protege rx stent, after which the operation proceeded smoothly and the stent was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4): analysis device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the touhy-borst tightened and the stent partially exposed, (photo 1). The stent confirmed as 40mm, (photo 2 & 3). The device was returned with approx. 12mm of the stent exposed, (photo 3). The device was loaded into a deployment fixture, the stent deployed with a maximum peak force of 1.55lbs (less than 3.00lbs as per cprd-980008), (photo 4). The stent deployed and was confirmed as 40mm with no abnormalities noted, (photo 5). Ruler cal 801163 the reported event of ¿when the doctor released the stent, part of it was exposed, but further release was not possible. After removal, the same part of the stent remained exposed¿ can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.